Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion being treated was located in the severely calcified unspecified vessel. The physician attempted to place a 2.75x38mm taxus liberte stent but was not able to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with different device. No patient complications were reported and patient status is good.